Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. One device received intact with no external damage. Performed functional test and the reported issue was able to be duplicated. The latch lock flex cable work intermittently, therefore could not run calibration. The root cause of the reported issue was found to be the latch lock flex cable was inoperable. Actions were taken to mitigate the reported issue: replaced latch lock flex cable.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump failed downstream occlusion calibration. No patient injury reported.